Event description:
The user facility reported that a blood leak in the hollow fiber bundle occurred on the first use of the dialyzer. The blood in the arterial line was returned to the pt. The blood in the dialyzer and venous line was not returned. The unit was changed out to another dialyzer of the same lot number without any further complications. An estimated blood loss amount was not reported.